Event description:
There were some vf detection episodes reported via home monitoring for this pt. Upon review of the iegms, it was determined that there was noise on this lead causing the detections. At this time, none of these detections have resulted in inappropriate therapy. At this time, this device remains implanted. On (B)(6) 2010 - this lead was capped on (B)(6) 2010 due to high thresholds.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.